Event description:
It was reported that this console was displaying error codes 58, 144 and 270. The procedure had to be cancelled; there was no patient involvement. Additional information was received and it was said that the procedure was cancelled before the patient was moved for procedure and had sedation. Therefore, this complaint does not meet reportability criteria anymore.

Manufacturer narrative:
B5: describe event or problem and h6: impact codes have been updated.

Event description:
It was reported that this console was displaying error codes 58, 144 and 270. The procedure had to be cancelled; the status of the sedation is unknown. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.